Event description:
It was reported that a user experienced a freestyle libre 3 sensor scan error when attempting to connect to the ilet using an android device that had previously connected, and the issue was resolved after a device restart with a successful scan. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the device functioned as expected following a restart, indicating a transient connectivity or pairing issue. It was concluded that the event was associated with a temporary communication error that resolved with standard troubleshooting without clinical consequences.